Event description:
Per the clinic, the patient developed bacterial skin infection (specific date not reported) and was treated with oral antibiotic for 7 days (specific date not reported). However, the issue could not be resolved resulting in the decision to explant the device. The device was subsequently explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.